Manufacturer narrative:
This information is based entirely on journal literature. The event occurred within the us. All information provided is included in this report. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without device serial numbers, the manufacturing dates cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: healthcare utilization and expenditures associated with appropriate and inappropriate implantable defibrillator shocks. Circulation: cardiovascular quality and outcomes. 2017;10(2):1941-7713.

Event description:
A journal article was reviewed which contained information regarding patient¿s implantable cardioverter defibrillators (ICD), right ventricular (rv) leads, and the delivery of inappropriate shocks. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers to date. Reference was also made to revision procedures that occurred with icds and leads. The article reported that patients in this article also experienced, in addition to inappropriate shocks, syncope, cardiac arrest, palpitations, dizziness, tachycardia, and cardiac arrhythmia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.